Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats lobectomy. According to the reporter: the first firing with endo gia 60-3.5 was completed as normal. When he assembled the second reload (endo gia 60-4.8) and test the closing and opening of the jaws, he found that the instrument could not completely close or open but it could be unloaded from the adapter. He assembled the next reload (endo gia 60-3.5) and could complete the firing. The patient was involved with no injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia universal straight 60-4.8 single use loading unit and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The adapter was received engaged with the loading unit from (B)(4). No visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated 1 autoclave cycle for the adapter. Visual inspection of the cartridge revealed that the loading unit had a full staple complement. The manual retraction tool was used to remove the loading unit from (B)(4) from the adapter. Functionally, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical battery and handle were not returned, pmv representative ones were utilized for all functional testing. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. The returned endo gia universal straight 60-4.8 single use loading unit was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The jaws of the loading unit were opened and closed repeatedly without difficulty. The endo gia universal straight 60-4.8 single use loading unit was then fired. The loading unit cut cleanly on the appropriate test media and all staples were properly formed. The loading unit loaded, unloaded, rotated, and opened/closed properly and without difficulty. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported conditions were not confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.